Event description:
It was reported that the patient was unable to recharger. A revision was scheduled on (B)(6) 2015. The recharge was attempted with the recharger and two bars were obtained. It was planned to do a pocket revision and check with the recharger at the time of procedure. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 97791, lot# n475188, implanted: 2015 (B)(6); product type accessory product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Additional review determined that this event was an adverse event and product problem. (B)(4).

Event description:
Additional information received reported that the manufacturer¿s representative (rep) covered the revision. It was noted that the battery had flipped over and just needed to be oriented writing side out. The patient had all eight squares after surgery and was doing fine.